Event description:
During baxter's eval, the device failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was evaluated by baxter. Further eval confirmed the device failed to detect an upstream occlusion during testing. Further investigation found that the upstream sensor had suffered fluid intrusion. The upstream sensor has been replaced.